Event description:
Complainant alleged that while analyzing the heart rhythm of a pt (age & gender unknown), the device gave a "shock advised" for a non-shockable heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod, and this complaint is still under investigation.